Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient is experiencing an intermittent shocking sensation in the implantable pulse generator (ipg) pocket and side effects on the contra-lateral side since replacement on (B)(6) 2016. Impedance checks of the ipg showed high values, with c + 0 = 2565, c + 2 = 2440, and 0 + 2 = 7289. A potential surgery to replace the extension and battery may take place, and the issue was not resolved a the time of the report. There were no falls or other incidents related to the issue. The patient's indication for implant is essential tremor.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), product type: extension.

Event description:
Additional information was received from an hcp via a manufacture representative. It was reported that the right side extension and device were replaced and the shocking problem was gone. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.